Manufacturer narrative:
Corrected data: h6-medical device problem code: "2923" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.50 into the patient's left eye (os) on (B)(6) 2022. The patient experienced a low vault with rotation. On (B)(6) 2023 the lens was repositioned but that did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3.- date of event: "02/18/2023" should be removed and "02/18/2025" should be added. Claim# (B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault with rotation was observed. On (B)(6) 2023, lens repositioning was performed. This did not resolved the problem. On (B)(6)2 023, the lens was exchanged for a longer length lens, and the problem was resolved. The cause of the event is unknown.